Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were recorded on the device. Technical support was contacted however no known intervention has been performed yet. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.